Manufacturer narrative:
The subject printer was returned to merit on october 17,2005. The housing was warped and showed signs of charring and melting. It was determined that the circuit board had been designed with a capacitor's polarity reversed. A recall was initiated when it was confirmed that all intellisystem ii dot matrix printers had the same problem. A report of this recall is being sent to the denver district office. Reference recall #1721504-11/04/05-003-r. Please note that this report is being filed respectively because merit did not receive the printer until december 17, and initially believed that the event was unusual and isolated.

Event description:
The intellisystem ii printer was turned on, but not in use. A clinician noticed smoke coming from the printer and that the plastic housing was hot and warped. There was no harm or injury to either the patient or clinician.